Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was unclear but that the issue was resolved. No further information reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was going a lot. This was not related to positional movement. The patient programmer showed the stimulation was on, but the patient didn't feel stimulation in the correct area. It is not a requirement to feel stimulation and it was too soon to determine if the adjustment would help with their symptom control. The patient called back and still hadn't noticed improvement and wanted instructions on how to increase. The patient verified the stimulation was on and they increased. No further complications were reported as a result of this event.